Event description:
The initial reporter received questionable elecsys troponin t gen 5 results from an unspecified number of patient samples tested on the cobas e 801 analytical unit. One example of discrepant results was provided: the initial result from the module was 596 ng/l. The repeat result from another e 801 module was 1041 ng/l. The qc became out of range, prompting the patient samples to be rerun. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 81185001, with an expiration date of 30-nov-2025. The calibration results were within the specified ranges. The qc results were initially within the specified ranges but became out of range. The customer noticed that the sipper probe was bent. The field service engineer (fse) inspected the analyzer and confirmed the bent sipper nozzle. He replaced the sipper nozzle and verified the analyzer's performance with mechanical and instrument checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.